Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to urinary stress incontinence genuine, rectocele and cystocele grade 2. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. It was reported that patient underwent anterior repair, transobturator tape implant and cystoscopy on (B)(6) 2011 due to stress urinary incontinence and cystocele. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.